Manufacturer narrative:
The device was returned to the manufacturer and it was received on 10 jul 2020. The returned valve was received with evident pannus traces on the pericardium skirt and on the nitinol structures. Visual inspection confirmed an altered status of the prosthesis. The leaflets appeared stiffened, as a consequence of the calcification, and both the inflow and outflow sides appeared deformed respect the original circular shape. X-rays of the subject valve showed large intrinsic calcifications on all the cusps and, partially, also in the free edge. An unusual pannus growth was noted around the skirt (i.e. External part of the valve), that resulted not homogeneously covered by it, and also in the inner side of the inflow part of the valve. A morphological and geometrical analysis has been conducted on the unusual shape of the pannus growth. Considering the progressive worsening of the hydro-dynamic behavior and the presence of eccentric aortic regurgitation as reported, it is not possible to exclude an initial valve mispositioning or an unperceived device tilting, as potential root cause of the issue observed. The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Based on the available information, it is not possible to totally exclude a mispositioning as potential root cause of the reported event, as suggested by the analysis conducted on the morphological and geometrical aspects of the pannus, and the echo findings received from the field ('mild eccentric aortic regurgitation' noted in (B)(6) 2019 and 'aortic valve is bioprosthetlc with slightly unusual angulation' reported in (B)(6) 2020). Structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Manufacturer narrative:
The manufacturer is currently performing a full device investigation on the returned device, and a manufacturing and quality records review of the perceval valve sn (B)(4). The competent authority will be updated upon completion of the investigation within the required timelines.

Event description:
On (B)(6) 2016, underwent an aortic valve replacement with a perceval s pvs21 bioprosthesis. The patient reportedly did well until early 2020, when presented with evidence of congestive cardiac failure. Echocardiography revealed a degenerating bioprosthesis with significant regurgitation and effective stenosis. There was suggestion of a small paravalvular leak in addition. The biventricular function was preserved. Consideration was given to anticoagulant therapy, but the valve pathology wade deemed quite advanced and the patient would not tolerate ongoing medical therapy for much longer. It was therefore decided to proceed with a repeat aortic valve replacement, which was performed on (B)(6) 2020. The operative findings confirmed that the bioprosthesis was significantly degenerated, with calcification. Retraction and immobility of all leaflets was identified. There was no evidence of recent thrombosis or of previous infective endocarditis. The explanted pvs21 was replaced with a new perceval valve pvs21. Transprosthetic valve gradient was measured at a mean of 12 mmhg. There was no evidence of intra or paravalvular regurgitation. The procedure was completed uneventfully.